Event description:
A customer reported that their t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller to plug the wall adapter into a functioning outlet and wait at least 30 minutes for the pump to start charging, and they will follow up on the situation. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.